Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Change your cartridge every 48-72 hours as recommended by your healthcare provider. Change your infusion set every 48¿72 hours as recommended by your healthcare provider. The infusion set must be replaced and rotated every 48-72 hours, or more often if needed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (10 mg/dl) and lost consciousness. Paramedics were called and customer regained consciousness. Customer was hospitalized and released the same day. Reportedly, cartridge, infusion set and insulin had been in use 4-5 days. Customer returned to hospital the following day with blood glucose at 34 mg/dl. Customer was treated with intravenous sugar drip and sliding scale injections. Customer resumed pump therapy while still hospitalized and blood glucose dropped to 23 mg/dl. Customer was treated with d50 injections and food. Customer was discharged (B)(6) 2019. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Quality engineering reviewed pump data and identified the following: low blood glucose (bg) was not entered into the pump by the user from (B)(6) 2019. At 10:13 pm on (B)(6) 2019, user changed 12 am ¿ 7 am basal rate from 0.8 units/hour to 11 units per hour, increasing total daily basal insulin from 20.9 units to 92.3 units. 79.7 units of basal insulin had been delivered on(B)(6) 2019 when auto-off safety feature stopped delivery at 10:28 am (set to 12 hours). Insulin was resumed several more times during the date range provided, with cartridge change sequences being completed on both (B)(6) 2019. Complaint could not be confirmed. It is likely the basal rate of 11 units/hour was entered in error. A review of the user¿s settings showed the basal rate has since been reduced to 0.8 units/hour, for 20.9 units total daily basal insulin. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.